Event description:
Intermittent noise seen on both ff and rv channel. Currently, this lead remains implanted.

Manufacturer narrative:
The pace/sense portion of this lead was capped on (B)(6) 2015. The shocking portion remains active.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.